Event description:
During a persistent atrial fibrillation procedure, the faradrive steerable sheath clear was selected for use. No abnormalities were noted during the flushing preparation. The sheath contained only the dilatator and guidewire during insertion, and no irrigation was applied. Upon insertion into the patient and removal of the dilator and guidewire in the left atrium, it was observed that air was entering the sheath during flushing. Air was aspirated through the syringe and flushing port during the aspiration step. The physician repositioned the sheath to ensure it was not against tissue, but only air was aspirated, with no blood. The sheath was then repositioned in the right atrium, and it was suspected that the issue was related to the valve. The sheath was replaced. The procedure was completed successfully without any patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The faradrive sheath is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation procedure, the faradrive steerable sheath clear was selected for use. No abnormalities were noted during the flushing preparation. The sheath contained only the dilatator and guidewire during insertion, and no irrigation was applied. Upon insertion into the patient and removal of the dilator and guidewire in the left atrium, it was observed that air was entering the sheath during flushing. Air was aspirated through the syringe and flushing port during the aspiration step. The physician repositioned the sheath to ensure it was not against tissue, but only air was aspirated, with no blood. The sheath was then repositioned in the right atrium, and it was suspected that the issue was related to the valve. The sheath was replaced. The procedure was completed successfully without any patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The faradrive sheath has been retuned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. A fractured pull wire with a loose crimp was discovered inside the handle. Necking was confirmed based on the damage observed at the fractured pull wire end and the finding of a pull wire fragment pinched within the loose crimp.